Event description:
Event description guidant received information that during the implant procedure, this implantable pacemaker (ipm) was interrogated while still in the box. The programmer recognized the device, but gave a warning error advising the field representative to select clear to continue, and the device would revert to nominal settings.